Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. The customer cause of hospitalization was viral infection and high blood glucose. The customer was treated with small amounts of insulin, had him in intensive care unit and advised him to bolus better and the discharged him. The customer was wearing the pump at time of hospitalization.